Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 1.4, re-test: 3.4 (within 20 minutes). Re-test was done using a new finger stick on a different finger.

Manufacturer narrative:
Investigation pending.